Event description:
Endoscope malfunction during and prior to procedure. Upper endoscope not effectively blowing air or water prior to the operation. Extensive trouble shooting prior to surgery seemed to resolve the problem, but the scope failed in the middle of the procedure. This required another endoscope to be located in the middle of the procedure.